Event description:
An aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an 8 cm abdominal aortic aneurysm. It was reported at the time of implant the diameter of the aortic neck was 19.32 mm to 20 mm 15 mm below the renal arteries, 10 mm of thrombus, and no calcification. Approximately 36 months post stent graft implant, the aneurysm size was 7.2 mm and the diameter of the aortic neck had dilated to 23 mm to 26 mm below the renal arteries. It was reported that due to disease progression, a type ii endoleak, aortic neck dilatation and rapid aneurysm shrinkage the stent graft migrated with a type I endoleak resulting in a contained aneurysm rupture. The physician elected to perform an open surgical repair with an anastomosis between the implanted aneurx stent graft with a dacron graft, successfully isolating the aneurysm. It was reported during the open surgical conversion the physician noted a perforation from the proximal to the renal arteries in the area of the superior mesenteric artery which could not be treated via surgical methods. It was reported that the patient expired the following day.